Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.

Event description:
It was reported that patient's right hip was revised due to altr. Revision of a revision red mod cone conical which was implanted on (B)(6) 2012 as a revision of a rejuvenate hip. Surgeon replaced with omnifit and cemented in a constrained liner and 22mm head.